Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated that the patient's device has not worked since may. The patient stated their device worked for a little bit and stopped working shortly after it was implanted. The patient tried to get it removed, but nobody wants to take it out. The caller did not have any additional information. No further complications were reported. No patient symptoms were reported.